Event description:
A report was received stating that after installation of the tracheostomy tube, the device was observed to be wheezing at the cuff. Tracheostomy tube was replaced with a new one. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available, and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.